Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel (device #1) device may have caused or contributed to the reported events. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol composix mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient had a small circle composix kugel mesh (device #1) implanted to repair a hernia defect. On (B)(6) 2006: the patient underwent repair of a ventral incisional hernia, composix mesh (device #2) was implanted. On (B)(6) 2010: the patient underwent surgery to partially explant an infected ventral hernia mesh (device#2). During the surgery the physician noted: indications for procedures were a chronic enterocutaneous fistula with draining wound and infected mesh. Exploration of abdominal wound and abdominal fistula, removal of mesh and creation of diverting loop colostomy performed. Incision made through an area of draining purulence and an enterocutaneous fistula in the right upper quadrant where previous hernia repair performed a large amount of infected mesh removed. Appeared that this may emanate on radiographic studies from patient's right colon and a right loop colostomy made proximal to the enterocutaneous collection. On (B)(6) 2010: the patient underwent surgery to partially explant an infected ventral hernia mesh (device #2). During the surgery the physician noted: peritoneal exploration revealed three separate areas where the small bowel eroded into the mesh in the right upper quadrant. Some remaining mesh left. Small bowel resected. Two areas were proximal to the cecostomy and the cecum resected with areas of small bowel. One area of small bowel proximal to this was resected from the mesh and a primary reanastomosis of ileum to ileum accomplished with stapler. Introduction hole closed. Small bowel distal to this just proximal to the cecal ostomy resected along with the cecum and small bowel continuity reformed by taking the distal small bowel distal to the previous anastomosis and attaching to the ascending colon with a gia anastomosis. Any remaining mesh removed from the right upper quadrant and the abdomen lavaged with copious amounts of saline solution. On (B)(6) 2011: the patient underwent surgery to revise the infected kugel mesh (device #1). The patient's physician implanted two (2) non-bard/davol ethicon proceed surgical meshes in patient ¿s abdomen to repair an abdominal hernia. On (B)(6) 2013: the patient underwent removal of one of the non-bard/davol ethicon proceed meshes. Upon visualizing the non-bard/davol ethicon proceed the physician noted: indication for procedure was a right flank recurrent incisional hernia that was becoming progressively symptomatic. Numerous previous operations including repair of a right lower quadrant hernia done at a different facility with complications of eventual bowel fistula. Repair of a recurrent ventral hernia with mesh performed. The fascia was undermined medially, inferiorly, and laterally, superiorly as well, where another previous mesh was also encountered and this freed. On (B)(6) 2018: the patient underwent surgery to revise the infected kugel mesh (device #1). The patient underwent revision of the non-bard/davol ethicon proceed. Upon visualizing the non-bard/davol ethicon proceed the physician noted: procedure began with general surgery making a midline incision to the level of the hernia sac; hernia sac contained both small bowel and omentum densely adherent to the abdominal wall. Sections of small bowel fused to the abdominal wall from previous mesh placement and bowel resections. As a result, several enterotomies in 10 cm segment of small bowel occurred that required a small bowel resection in a 10 cm segment. Mesenteric defect closed with sutures. Interloop adhesions were lysed. A frozen abdomen with dense adhesions in all four quadrants noted. Plastics surgeon began abdominal wall reconstruction. Midline scar excised. Fat necrosis debrided. Myofascial flap created on the left. Subcostal ¿ suprapubic defect on the right and a midline defect with significant weakness of the right rectus encountered. Both defects on right side corrected with sutures. Midline fascia approximated. On (B)(6) 2018: the patient underwent surgery to revise the infected kugel mesh (device #1). The patient underwent revision of the non-bard/davol ethicon proceed. Upon visualizing the meshes, the surgeon noted: indication for procedures was an abdominal wall seroma. Incision, drainage, and debridement of abdominal wall seroma with placement of drain performed. A 3 to 4 cm incision made directly over her old midline scar, skin and subcutaneous tissues dissected down to the capsule of the fluid collection and entered without difficulty. A significant amount of serosanguineous fluid drained from the collection. The collection appeared to be resolving hematoma. There was also a large amount of fibrinous clot material, which was also manually debrided from the cavity. A finger was introduced into the collection and the entire area was palpated. All loose tissues broken up so as to make the entire cavity one space. The underlying mesh unable to be visualized through the incision or palpated. There appeared to be a capsule scar tissue posteriorly, which encapsulated the mesh. On (B)(6) 2019: the patient underwent revision of the non-bard/davol ethicon proceed mesh. Upon visualizing the non-bard/davol ethicon proceed, the surgeon noted: transverse skin incision made directly over the most prominent aspect of her abdominal wall collection, skin and subcutaneous tissues dissected down to the capsule of the collection; large amount of serosanguineous fluid obtained and sent for culture. Small incision in the capsule in the subcutaneous tissues, and a large amount of serosanguineous fluid suctioned, and capsule incised. Several areas of chronic clot formation found and debrided in the inner aspect of the cavity. Seroma measured approx. 12 cm x 6 cm. Dissection in the subcutaneous tissues towards the left lateral aspect of the wound. Capsule freed from the anterior and posterior aspect, dissected off the anatomic region along the anterior aspect, and continued to the midline. Entire capsule debrided from the subcutaneous tissues. Patient has suffered and will continue to suffer physical pain and mental anguish, severe pain and inflammation. Patient was caused to suffer severe personal injuries, pain and suffering, severe emotional distress. Patient have been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. Patient continues to experience complications related to the eptfe bard mesh (device #1) and (device #2) and the mesh products. She has already and will likely require additional surgeries to repair the damage from the products. Patient has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering; physical disability. The products implanted in patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat.